Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4). Analysis of the deployment tool in catheter kit, model# 8780 , sn (B)(4), found the anchor did not properly detach from the from the deployment tool, resulting in the inability to use. Upon receipt, the anchor was still attached/stuck on the hypotube. The proximal side of the anchor showed signs of shrink. The hypotube assembly was detached from the anchor deployment tool. The anomaly was thought to be related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Event description:
Information was received regarding a system delivering dilaudid in an infusion pump for non-malignant pain. The deployment tool for the winged anchor came apart when the physician attempted to deploy. A new revision kit was placed for a replacement anchor and deployment tool. The event occurred and was identified during the implant procedure on (B)(6) 2015. The issue was resolved the same day (by the time of the report). There was no indication that an additional surgical intervention was required and the patient status at the time of the report was "alive - no injury". The patient was also taking dilaudid and oxycontin at the time of the report. Additional information received from the manufacturer representative indicated the tool failure did not affect the "lead" placement. A new anchor was utilized without difficulty.

Manufacturer narrative:
Initial reporter of the reportable information is the device manufacturer.